Event description:
It was reported that a malfunction, identified by the code malf 9, occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and the customer was assisted with this process. Additional follow-up was anticipated when the customer would have access to the pump charging pad.